Event description:
It was reported " persistent possible helium loss 3 alarms on ac3 ". In order to continue therapy the pump was switched out. No patient injury or consequence reported. Patient current condition reported as "critical".

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn# (B)(4). The reported complaint for "persistent possible helium loss 3 alarms on ac3" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " persistent possible helium loss 3 alarms on ac3 ". In order to continue therapy the pump was switched out. No patient injury or consequence reported. Patient current condition reported as "critical".